Event description:
The device was used during a low anterior resection procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. No pt injury reported.